Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues could not be evaluated due to usb communications inoperable. Additionally, a different issue was identified.

Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Additionally, it was reported that an auto-off alarm occurred. There was no reported impact to customer's blood glucose. A new cartridge was successfully loaded to address the event. Reportedly, the customer had manual injections available as alternate insulin therapy.